Event description:
During platelet donation, apheresis machine failed to shut off. Greater than 1200ml of fluid was taken from the donor causing him to faint. Fluids were returned to pt. No further treatments required.